Event description:
Complainant alleged that an electrocardiogram trace could not be obtained and the device displayed message code "chk electrodes", when using a known good multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.